Manufacturer narrative:
(B)(4). Information was not provided by the contact. Additional information was requested and the following was obtained: the clips were not loading properly into the jaws (forming a "j" on one leg). They also we're not releasing from the jaws after forming. Lastly, the applier jaws were not always returning to their open position after deployment of the clips. The analysis results found that the lc407 device was received with the handle coating damaged and jaws were misaligned; therefore, the clips could not be loaded into the jaws. However, it could not be determined what may have caused this condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure the device did not work. There was no patient involvement.